Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from air/water channel, biopsy channel and suction channel of the subject device. 1st result: micrococcus species (10 cfu). 2nd result: coagulase-negative staphylococcus (>10 cfu). 3rd result: methylobacterium species (1 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus engineer visited the user facility and the device was inspected and manually reprocessed. The inspection confirmed scratches on the instrument channel of the device. Then, as a result of the microbiological testing by the user facility again, it was confirmed that the device was negative. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This follow-up report is being submitted to correct b5 in the initial report. Correction on b5 was made as follow. "1st result: micrococcus species (10 cfu)" to "1st result: micrococcus species (>10 cfu)".